Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. During troubleshooting, the fse found that the issue was due to a failure in the bios ((basic input/output system)) of the host pc. Analysis of the system log file showed that the host-pc did not startup in the previous system start. The fse replaced the host pc and hard drive. The defective host pc was returned to philips for further analysis. The analysis identified that the failed component was hdd bay, and the hdd bay slot 1 was not responding. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.